Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an implant attempt, the customer mentioned the front tip of the lead was too hard. The lead was not used and another lead was used. No patient complications have been reported as a result of this event.